Event description:
A user facility returned the olympus asset, evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.